Manufacturer narrative:
On june 09, 2023, mentor became aware that information was inadvertently omitted from the supplemental report. In addition to the previous complications, a ruptured right breast implant was discovered during the replacement surgery. There were no reported procedural delays or patient consequences due to the discovery. Manufacturer¿s reference number: (B)(4), in the supplemental, h6 medical device problem code should have included material rupture as a ruptured right breast implant was discovered post-operatively.

Manufacturer narrative:
On april 05, 2023, mentor received additional information. The explantation date was updated. The patient underwent bilateral removal and replacement with 500cc mentor memorygel breast implants on (B)(6) 2023. Additionally, it was indicated that the cyst was in the right breast and there was bilateral asymmetry of the breasts. As such, breast cyst is applicable to this file as it is related to the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old female patient underwent a primary breast augmentation surgery with implantation of a 425cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade IV capsular contracture of the right breast and a cyst in the left breast during an in-office visit with a medical professional. As a result, the patient is scheduled for bilateral removal and replacement on (B)(6) 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-00552 for the contralateral event.